Event description:
Patient is complaining of pain. Revision surgery has not been performed at this time. Report received from the FDA stating: groin pain and popping of hip replacement prosthesis. Intraoperatively, it was discovered that the acetabular cup had shifted causing metal on bone rubbing. There was no bony ingrowth in the cup. Update: ((B)(4) 2012), litigation papers received (B)(4) 2012 and attached. Complaint changed to legal. Litigation states left hip. Product head added. There is no new information that would change the outcome of the investigation except product head now reported. Update: 2/7/2013; plaintiff's preliminary disclosure form was received, which identified side and correct implant date. Medical records were also received, which indicated that an interior crack was noted during insertion. The stem and sleeve are now being reported. Complaint has been reopened for further investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination is not possible, as the device was not returned. Review of provided pt x-rays is unable to conclusively determine a root cause for the report. An etq complaint database searches made on product lot 2254219 identified no similar complaints received previously. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis.

Event description:
The pt was revised because of groin pain and popping of hip replacement prosthesis. Intraoperatively, it was discovered that the acetabular cup had shifted causing metal on bone rubbing. There was no bony ingrowth in the cup.